Manufacturer narrative:
The customer utilizes an internal biomedical department for all medical device servicing and repairs. No parts were ordered to resolve this issue, no philips service was requested, and no additional information has been provided by the customer.

Manufacturer narrative:
The customer utilizes an internal biomedical department for their medical device servicing and repairs. A follow-up report will be submitted when the investigation has been completed. The customer uses an internal biomedical group to service and repair all of their medical equipment.

Event description:
A user medwatch report was received by philips which reported an ie33 ultrasound system shut down during use. The system could not be rebooted, therefore, another ultrasound system was used to complete the procedure. The user reported a delay in treatment with no injury to the patient.